Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and scar ("severe scar tissue"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and scar outcome was unknown. The reporter considered abdominal pain, pelvic pain and scar to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), adnexal torsion ("ovarian torsion"), scar ("severe scar tissue/ recurrent scar tissue/ scar tissue built up ") and impaired healing ("non-healing surgical wound") in an adult female patient who had essure (batch no. 623825, 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: orthotricycline from 2004 to 2005 and orthotricycline from 1997 to 1999. Concurrent conditions included essential hypertension, migraine and headache. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2007 for contraception as well as butorphanol tartrate (stadol), cyclobenzaprine, hydrocodone compound since 2009 and levothyroxine. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), endometriosis ("reproductive system disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure inserted. In 2017, the patient experienced scar (seriousness criterion medically significant) and impaired healing (seriousness criterion medically significant). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant), cystitis ("infection :bladder"), urinary tract infection ("infection :urinary tract"), vaginal infection ("infection :vaginal"), peritoneal adhesions ("omental adhesions: from abdominal wall") and ovarian cyst ("corpus luteum cyst of right ovary"). The patient was treated with amlodipine, topiramate (topamax), cyclobenzaprine hydrochloride (flexeril), ketorolac, promethazine, surgery (partial hysterectomy, removal of right ovary, possible removal of left ovary, bilateral salpingectom), surgery (several surgery) and surgery (multiple surgery). Essure was removed in (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the adnexal torsion, scar, impaired healing, cystitis, urinary tract infection, vaginal infection, endometriosis, dysmenorrhoea, dyspareunia, peritoneal adhesions and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexal torsion, cystitis, dysmenorrhoea, dyspareunia, endometriosis, impaired healing, ovarian cyst, pelvic pain, peritoneal adhesions, scar, urinary tract infection and vaginal infection to be related to essure. The reporter commented: descrepancy in insertion date, insertion date also reported as (B)(6) 2007 most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet and medical records received, lot number added, insertion date updated, reporters added. New events, infection: bladder, infection: urinary tract, infection: vaginal, endometriosis, dysmenorrhea, dyspareunia(painful sexual intercourse), non healing surgical wound, omental adhesions, ovarian torsion, corpus luteum cyst of right ovary and she did not undergo essure confirmation test. Severe scar tissue updated to severe scar tissue/ recurrent scar tissue/scar tissue built up. It was reported that plaintiff underwent multiple surgeries for scar tissue built up and non healing surgical wound. Concomitant drugs and diseases added, historical drugs added. Outcome of event updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), adnexal torsion ("ovarian torsion"), scar ("severe scar tissue/ recurrent scar tissue/ scar tissue built up ") and impaired healing ("non-healing surgical wound") in an adult female patient who had essure (batch no. 623825, 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: orthotricycline from 2004 to 2005 and orthotricycline from 1997 to 1999. Concurrent conditions included essential hypertension, migraine and headache. Concomitant products included drospirenone + ethinylestradiol (yaz) from 2006 to 2007 for contraception as well as butorphanol tartrate (stadol), cyclobenzaprine, hydrocodone compound since 2009 and levothyroxine. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), endometriosis ("reproductive system disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure inserted. In 2017, the patient experienced scar (seriousness criterion medically significant) and impaired healing (seriousness criterion medically significant). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant), cystitis ("infection :bladder"), urinary tract infection ("infection :urinary tract"), vaginal infection ("infection: vaginal"), peritoneal adhesions ("omental adhesions: from abdominal wall") and ovarian cyst ("corpus luteum cyst of right ovary"). The patient was treated with amlodipine, topiramate (topamax), cyclobenzaprine hydrochloride (flexeril), ketorolac, promethazine, surgery (partial hysterectomy, removal of right ovary, possible removal of left ovary, bilateral salpingectom), surgery (several surgery) and surgery (multiple surgery). Essure was removed in april 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the adnexal torsion, scar, impaired healing, cystitis, urinary tract infection, vaginal infection, endometriosis, dysmenorrhoea, dyspareunia, peritoneal adhesions and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexal torsion, cystitis, dysmenorrhoea, dyspareunia, endometriosis, impaired healing, ovarian cyst, pelvic pain, peritoneal adhesions, scar, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy in insertion date, insertion date also reported as (B)(6) 2007 lot number: 623825 man date: 2007-03 exp date: 2009-02. Lot number: 624000 man date: 2007-03 exp date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.